Event description:
It was reported that the patient experienced a loss of stimulation due to a paddle lead migration believed to be caused by a possible seizure. The patient underwent a revision procedure to reposition the paddle lead. The patient was receiving good stimulation coverage and doing well post operatively.